Event description:
Metal cap broke off. Case type: tha. Patient was under anesthesia.

Manufacturer narrative:
Metal cap broke off. Case type: tha. Patient was under anesthesia. Product inspection: the product was not evaluated as the product was unavailable for inspection CAPA 2127499 has been raised for the same. Device history review: review of the product history records indicate 25 devices were manufactured under lot no k0992 and accepted into final stock on 03/03/2017. No non-conformance were identified during inspection. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 209063, lot number 42020217 shows no additional complaints related to the failure in this investigation. Conclusion: the alleged failure mode could not be confirmed as the product was not available for inspection. No additional investigation or specific actions are required.

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Metal cap broke off. Case type: tha. Patient was under anesthesia.